Manufacturer narrative:
Submit date: (B)(6) 2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports one lid did not stay on the track and would not close properly. The handle on the second lid is bent down and the lid will not seal properly.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 18d16463 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Two (2) lids were received for evaluation. The first sample was examined for the complaint portion described as ¿not sealing properly.¿ the sample successfully fitted to container with all lifters attached, locked, and sealed per IFU lid lock instructions. The second sample was examined for the complaint portion described as ¿lid did not stay on track, could not close properly.¿ the sample was slightly malformed at the slider flap. Additional observations included resistance detected when opening and closing lid, sealing component was falling off track. One side was on track, while other side was rubbing against wall, sealing component was deformed/damaged and broken seal caused by over-torqueing locking mechanism. The broken seal was caused by over-torqueing locking mechanism. This may have caused the deformation at the slider flap. It¿s also possible sealing component was damaged/deformed during transportation at the manufacturing facility. The most probable root cause for the reported condition(s) are user did not follow ¿to open and close circular door¿ instructions for use (IFU) attached to lid and/or user deformed component when locking. The reported customer complaint is confirmed for portion described as ¿lid did not stay on track, could not close properly.¿ the reported customer complaint could not be confirmed for the complaint portion described as ¿not sealing properly.¿ a root cause could not be determined. The most probable root cause of the reported condition(s) are user did not follow ¿to open and close circular door¿ instructions for use (IFU) attached to lid and/or user deformed component when locking. This complaint will be utilized for tracking and trending purposes.